Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and object code indicates the blower contributing to the foam degradation. Moreover, the device had dust contamination. Additionally, the device had displayed error codes e055 (err_therapy_queue_full), e066 (err_stuck_encoder_b) and e100 (err_humid_no_heat). In addition, the device was scrapped by the service center after the evaluation was completed.